Event description:
A report was received that the ipg had flipped making it hard for the patient to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn (B)(4). Device evaluation indicated that the device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the ipg had flipped making it hard for the patient to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.